Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired the same day which was caused by exposure to naturalyte and/or granuflo products administered during dialysis treatment.